Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition with approximately two seconds of asystole, and pacing impedance measurements of greater than 2000 ohms. The patient had symptoms of dizziness. The physician suspected an issue with the pace/sense portion of this lead and a lead fracture was also suspected. Shock therapy was programmed off and then a surgical revision was performed. The lead remains in service with the new device. No additional adverse patient effects were reported.

Event description:
Additional information received reported that the rv sensitivity was reprogrammed to mitigate the oversensing. The lead remains in service. No additional adverse patient effects were reported.

Event description:
Additional information received reported that this rv lead exhibited additional out of range impedance measurements and noise. The lead was therefore explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.